Event description:
It was reported that the pump does not recognize syringe/shut off during procedure.

Manufacturer narrative:
Additional information received and attached by ICU medical on 01-mar-2022 via email: unknown patient involvement and unknown event date. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Cannot duplicate 'invalid syringe size'; syringe size sensor and all pump sensors were within specifications. Cannot duplicate any power down issue, the pump and battery were operating as intended. Found no damage to any boards. No fault found with the device regarding the reported problems. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified invalid syringe size.